Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced keypad/button unresponsive/button error, flashing white display, damage (physical or cosmetic). The customer reported, no adverse event. The event involved product(s) mmt-1880l. Customer reported, a flashing or solid white screen. Customer confirmed, that screen is not displaying a flashing medtronic logo. Customer reported, buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. The customer will discontinue the use of the device. And revert to the backup plan as per health care professional instructions. No harm requiring medical intervention was reported. Mmt-1880l was requested. And customer response was, the device will be returned.

Manufacturer narrative:
The unit p-cap test and reservoir locked in place properly. The pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, cracked lcd controller, scratched case, cracked keypad overlay, cracked case (battery tube), cracked lcd window and missing display window cover. In summary, customer alleged flashing blank display confirmed. Cosmetic damage confirmed. Unable to verify keypad anomaly due to flashing white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.